Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. Product passed all required inspections at both end product and subassembly levels. The instructions for use (IFU) that was included with the product prescribed the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. IFU states the device is supplied sterile and package must be inspected prior to use. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2010, the patient was implanted with a non-bard/davol product for repair of an inguinal hernia. It is also alleged by the patient's attorney that on or about (B)(6) 2016, the patient underwent a surgical repair of a recurrence of the hernia defect and a bard/davol 3dmax mesh, reference number (B)(4) and lot number huaw0985 was implanted. It is also alleged by the patient's attorney that on or about (B)(6) 2017, the patient underwent revision of the mesh products to excise this again from the underlying tissues as a lot of mesh in this area was essentially contracted. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced anxiety, depression and the device was defective.